Manufacturer narrative:
Correction: please refer to sections b2 and h3 (the device remains implanted in the patient). The item in question is a nail classified as associated/concomitant item because neither the event description nor medical review referred to a product deficiency. The item had not contributed to the event. Device implanted in the patient.

Event description:
It is alleged by the patient, through the filing of a legal claim, that the patient underwent a right total knee replacement on (B)(6) 2017 due to pain and maltracking patella syndrome. It is further alleged that on (B)(6) 2017 the patient had a stryker locking screw inserted into her broken right femur along with a gamma 3 system long nail. On (B)(6) 2018, about 6 months post-op, the patient began to experience pain. X-rays revealed that the locking screw snapped, causing the gamma 3 long nail kit to travel into the patient¿s knee area. This resulted in the patient¿s right leg being 1 inch shorter than her left and she now walks with a limp. Its also alleged that this has also aggravated her sciatic nerve pain in her lower back that she had been dealing with prior to having the stryker components implanted.

Manufacturer narrative:
The reported device is not available as it is the subject of a legal matter. If additional information becomes available, it will be provided in a supplemental report. Device not available.

Event description:
It is alleged by the patient, through the filing of a legal claim, that the patient underwent a right total knee replacement on (B)(6) 2017 due to pain and maltracking patella syndrome. It is further alleged that on (B)(6) 2017 the patient had a stryker locking screw inserted into her broken right femur along with a gamma 3 system long nail. On (B)(6) 2018, about 6 months post-op, the patient began to experience pain. X-rays revealed that the locking screw snapped, causing the gamma 3 long nail kit to travel into the patient¿s knee area. This resulted in the patient¿s right leg being 1 inch shorter than her left and she now walks with a limp. Its also alleged that this has also aggravated her sciatic nerve pain in her lower back that she had been dealing with prior to having the stryker components implanted.